Manufacturer narrative:
(B)(4). Per customer, the lens was implanted upside down. (B)(4).

Manufacturer narrative:
Pt age and weight: unk. Event date: unk. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Implant and explant dates: unk. Event problem and evaluation codes: results code(s): (operational problem): visual inspection of the returned product found the lens was torn into two pieces. The lens was returned dry. (B)(4).

Event description:
An aq5010v silicone three piece lens, 0.0 diopter, was returned to the manufacturer damaged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.